Event description:
Follow up.

Manufacturer narrative:
The sample has been returned for evaluation. The investigation is ongoing. A follow-up report will be provided once the investigation is complete.

Event description:
We had one of your 26 ga. PICC lines break off, it was just found lying in the bed, the lot# was 11287990.